Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Laboratory analysis was unable to confirm the reported field allegation of perforation; no anomalies noted in helix. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area prohibited helix function.

Event description:
Boston scientific received additional information from product investigation closure, and a supplemental report is being filed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The right atrial (ra) lead perforated the patient's heart wall. It was attempted to reposition the ra lead, but the lead helix exhibited extension issues. The ra lead was explanted. No additional adverse patient effects were reported.